Manufacturer narrative:
Nova biomedical awaits the return of the device for eval. Should any significant findings be a result of that investigation, a follow-up report will be filed.

Event description:
It was reported to nova biomedical that a consumer experienced a hypoglycemic event requiring medical intervention. Blood tests performed with nova meter and test strips revealed that the device gave low values showing our device performed as intended. During the call to customer support, it was revealed that its unknown whether the consumer does not control solution test for integrity before using their initial test strips as instructed in our directions for use. It was also revealed that he transfers test strips from one vial to another vial which may contribute to a loss of integrity of test strips. The consumer was educated on these directions for use at the time of call. The meter and test strips in question will be returned for eval.